Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl, due to incorrect time being set. Reportedly, customer required assistance from the hospital staff by adminstering glucose to address bg level. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.